Event description:
Found during routine testing. The customer called to report the device is displaying a service light. There was no pt associated with the report. When physio-control evaluated the device, a fault code related to high energy delivery was logged into device memory.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.